Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the problem mentioned by the customer could not be reproduced. The buttons of the pump were tested and meet the specifications. History list: the problem mentioned by the customer on (B)(6) 2013 could not be reproduced in history because the customer stopped using the pump on (B)(6) 2013 10:30. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported all of the buttons on the infusion device do not work. Patient stated there were no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.